Event description:
The customer contacted physio-control to report that their device had all three indicators (charge-pak, service wrench, and attention) in the readiness display. During device evaluation by physio-control it was observed that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device would not power on. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to electrically leaky filters, designators fl9 and fl10 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.